Event description:
On (B)(6) 2012, the patient contacted animas wanting to know how to adjust her ezbg program on the subject pump. Reportedly, the patient woke up with a blood glucose reading of 36 mg/dl on the morning and felt symptoms of "shaky and symptomatic." She was able to correct her blood glucose to 178 mg/dl with food. During the phone call with animas, the patient received instruction on how to change her insulin regimen from 1.36 units to 1 unit. The patient claimed she was not aware of the rule of 15 and will be consulting her diabetes educator for more instruction. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible user error and because the patient had low blood glucose of 36 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The product was sent back to animas for investigation. There was no defect found with the subject pump.